Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The following was found: on (B)(6) - system functioning as expected. Identified umbilical cable movement at connection end caused system to go into stand alone mode. Inspection of internal connection of umbilical found top ethernet connection recessed and possibly creating the intermittent connection with excessive movement of cable at connection. Cable replacement pending system and room access. On (B)(6) - system intermittent stand alone, was able to reproduce with cable movement near image acquisition system (ias) connection. Replaced umbilical cable with initial startup requiring ias reboot. System began to in and out of stand alone and waiting to initialize without reaching normal operating mode. System board indicating can communication errors with ds5 and ds8 red. Conferenced in hyper care team and verified imaging chain good. Verified can resistance balanced at system board r220 and r205 at 90ohms. Verified can resistance balanced at mobile view station (mvs) power board. Reinstalled original umbilical cable and ds5 and ds8 at system board no longer red. Continuity testing of replacement cable found pin 2 of j13 micro dsub to ias connection was open creating the can communication problem. Reordered another replacement cable and regained system operation. Intermittent communication through the umbilical cable was determined to be the root cause of the reported issue. The umbilical cables involved in this issue have been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during training, the imaging system booted successfully into 2d mode, but then displayed "stand alone mode". The system reportedly switched into and out of stand alone mode 4 times, all while the umbilical cable was still connected. This occurred apart from any patient involvement. No additional details were provided.

Manufacturer narrative:
The first umbilical cable was returned to the manufacturer for analysis. Cable passed continuity testing and both the detector and ias cables passed gbit testing. Installed the mvs interface cable in o2 system pr2 and the system readied and functioned as expected. The 2d and 3d imaging were successful. Intentionally manipulated the cable and did not reproduce the failure. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The second umbilical cable was returned to the manufacturer for analysis. Investigation confirm reported complaint, "open wire pin 2 micro j13. " failed bench testing. Failed continuity test, open found between p5-d pin 2 and micro j13 pin 2. The hardware investigation found that reported event was related to an electrical failure with the cable being open.